Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of five devices. The visual inspection of the returned product noted the reloads were fully fired, and one of the shipping wedge¿s knobs was sheared off. Pmv performed functional testing which included the reloads were loaded into a pmv representative instrument for functional testing. The reloads were cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. The jaws of the reload were clamped with the shipping wedge still on the reload. This causes the internal mechanisms of the reload to shear off the knob of shipping wedge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. When the surgeon attempted to cut the stomach, the yellow shipping wedge broke off the device. A piece of the shipping wedge disengaged into the patient cavity. The event was visualized on the screen so to resolve the issue, the disengaged component was retrieved. No patient injury or extension in surgical time. Patient status is alive, no injury.